Manufacturer narrative:
(B)(4). D10: cat: 00877501136, lot: 2531958 bioloxâ® delta ceramic taper liner. Cat: 00877503601, lot: 2547032 bioloxâ® delta, ceramic femoral head. G2: foreign ¿ australia . The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 15 years post-implantation, the patient underwent a hip revision due to psoas impingement. The surgeon stated that it appeared to be poor placement of the cup during initial procedure and it was too large, resulting in a lot of overhangs. During revision, the cup was removed and a smaller cup was placed. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted cup and liner, covered in bio-debris. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. "Op note" document reviewed, appears to be an operative record face sheet from initial procedure-however no medical notes provided as this was apparently "dictated" separately. A definitive root cause cannot be determined. The placement of the shell is the surgeon's discretion based on the patient anatomy. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.